Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5mm hex screwdriver shaft was received in assemble condition with the mating nai, screw and insert-handle hybrid. No cosmetic damage was identified on the surface. A dimensional inspection for the 5mm hex screwdriver shaft was not performed as it is not applicable to the complaint condition. A functional test was performed to attempt disassemble the devices and the test failed, the devices were stuck. The complaint condition was replicated and due to it was not possible to disassemble the devices, a root cause for this failure mode cannot be established. Per the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide se_847003 rev. Af the following information is relevant. Insert nail: assemble the hexagonal screwdriver with spherical head to the connecting screw until it clicks into the recess. Match the geometry of the handle to the nail and connect the nail to the insertion handle. The nail will click in and self retain. Pass the connecting screw through the insertion handle and securely tighten with the hexagonal screwdriver with spherical head. To verify the appropriate position of the locking mechanism for the screw, pass the 5.0 mm flexible screwdriver through the cannulated connecting screw and turn counter-clockwise until it stops. Remove the hexagonal screwdriver. Precautions: ¿ ensure that the connection between the nail and the insertion handle is tight (retighten if necessary). ¿ do not attach the aiming arm to the insertion handle yet. ¿ if a 235 mm or longer nail is selected, reconfirm that the correct nail (right or left) is assembled. The overall complaint was confirmed as the observed condition of the insert-handle hybrid would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon experienced difficulty tightening the locking mechanism onto the blade surface. The statis locking screwdriver assembly was passed through the insertion handle, but it was uncertain whether it had fully engaged through the cannulated connecting screw. The surgeon suspected it was not properly seated in the hexagonal recess of the lock drive, as clockwise advancement was not possible. Multiple attempts were made using both the flexible screwdriver (03.037.028) and the 5 mm hexagonal screwdriver shaft (03.027.029), but without success. The surgeon then attempted a few light mallet taps to help engage the lock drive, which also failed. The surgeon decided to remove the nail for inspection. However, when attempting to detach the hexagonal screwdriver shaft, it could not be disconnected from the insertion handle. As a result, the entire construct (hexagonal screwdriver shaft, insertion handle, and nail) had to be removed as one piece. The surgeon proceeded with a second instrument set and a new nail. Using the same steps, the surgeon was able to advance the locking mechanism successfully with the 5 mm flexible screwdriver passed through the connecting screw and insertion handle, ensuring proper engagement with the locking mechanism. Procedure was completed successfully with a 15 minute surgical delay. A second instrument set was used to complete the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed nothing confirmative of a nonconformance, as the reported issue might be caused by internal damage on a device, witch cannot be observed based on the evidence provided as the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the 5mm hex screwdriver shaft would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.